Manufacturer narrative:
Date of event: (B)(6). Date of report: 30aug2019. The product support engineer (pse) troubleshot this issue with the customer over the phone. The customer was advised to clamp the line going to the exhaust port inside the ventilator and see if it passes. If it does, the test fitting is leaking. If it is not the test fitting, the customer was advised to check the boots and clamps from the gas delivery outlet port to the flow sensor assembly. The customer reported the ventilator passed the performance verification test. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported that the ventilator failed the system leak test during performance verifications test. The ventilator was not in use on a patient at the time of the event occurred.